Event description:
It was reported that 3 bd insyte¿ autoguard¿ bc shielded IV catheters leaked from the hub during use. The following information was provided by the initial reporter: "3 patients within 24 hours had experienced their 22g catheters leaking at the blue hub, from the hub not the site. Ivs had to be replaced with new ones from different lot."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-08-04. H6: investigation summary: bd received thirteen unopened 22 gauge insyte autoguard blood control units from lot 1049369 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer performed a water/air leak test on the returned units and observed that one of the units leaked. This unit was investigated further and damage was observed on the inside of the luer. Based off the visual inspection and testing the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that occurred due to a misalignment between the luer and the manufacturing equipment. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd insyte¿ autoguard¿ bc shielded IV catheters leaked from the hub during use. The following information was provided by the initial reporter: "3 patients within 24 hours had experienced their 22g catheters leaking at the blue hub, from the hub not the site. Ivs had to be replaced with new ones from different lot."